Event description:
Retrospective filing for an event that occurred 12/31/2023. Information was obtained while reviewing data from q'apel' s retrospective cohort study with hippo. Follow up information was obtained by q'apel medical from the operator of the device on 1/16/2025 which stated: "hippo advanced to m1 for thrombectomy and follow up run shows vasospasm. I reviewed imaging. After 1st pass there is minimal vasospasm I would have to say likely caused by hippo (vasospasm I dont think it was clinically significant in review however the operator administered 8 mg verapamil to treat the vasospasm. Final tici score was 2c". Vessule occluded-lmca m1, first pass tici score-0, final pass tici score-2c. Reported devices involved in the procedure: zoom 88, hippo, zoom 71, zoom 35, zoom pod.